Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was having difficulty charging the pump without the customer maneuvering the usb cable into the charging port at a certain angle. The customer reported that the usb cable was tearing and had wires exposed . There was no impact to the customer's blood glucose level. Follow up with the customer confirmed that the pump was able to be completely charged using the replacement usb cable and no further issues were noted.